Event description:
Elderly female underwent elective ultrasound guided biopsy of breast. Post-procedure mammogram identified metal particles/artifact that were not present on pre-procedure mammogram. Manufacturer response for biopsy device, precisecore 20mm biopsy device (per site reporter). Company president contacted radiology manager and requested involved equipment be sent to the company for further investigation. Our request to return remaining product awaits response/plan.